Event description:
User reports receiving several pt samples with discrepant potassium results. Only 4 pt samples were provided as examples. Same samples used for repeat testing on same analyzer. Pt 1: (male), initial result gave 6.0 mmol/l; repeat gave 5.3 mmol/l. Pt 2: (male), initial result gave 5.8 mmol/l; repeat gave 5.1 mmol/l. Pt 3: (female), initial result gave 5.3 mmol/l; repeat gave 4.0 mmol/l. Pt 4: (male), tested in 2007, initial result gave 7.5 mmol/l; repeat gave 4.7 mmol/l. Erroneous results were not reported. Pts not adversely affected. The field service rep determined the cause to be fluidic failure of the ise tubing, and replaced the ise tubing.